Event description:
Ous MDR - it was reported that about 29 months after the implantation, this device did not shock after the shock induction. External defibrillation was needed. Before this happened, there were single events of low shock impedance seen via home monitoring. The low shock impedance could not be reproduced during the provocation tests in hospital. The implant and explant dates were not provided. Both devices were returned for analysis.

Manufacturer narrative:
Upon receipt, the lead and the ICD under complaint was subjected to an extensive analysis. The analysis of the lead revealed a rubbed through insulation at approx. 16 cm distal to the is-1 connector pin. The coating of the conductor cable to the rv shock coil was damaged. Arcing marks were found on the conductor cable in this area. These findings can be considered as the root cause for the clinical observation. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the ICD housing. The ICD was damaged due to a shock delivery into an external short circuit. This is consistent with the observed damage symptoms of the ICD lead. The analysis did not reveal any sign of a material or manufacturing problem.